Event description:
It was reported that the patient presented in-clinic experiencing dizziness and broken hip due to a fall. Upon review, the implantable cardioverter defibrillator exhibited pacing inhibition due to over-sensing of crosstalk on the ventricular channel and pauses during interrogation using telemetry as the patient had her atrioventricular node ablated. Programming changes were made on the device. No patient consequences.